Event description:
It was reported that before surgery, during waking up the machine, an error message was displayed on the display. The case was aborted and completed with manual instrumentation. No delay reported.

Manufacturer narrative:
The device, intended to be used during treatment, was returned for evaluation. The DHR was reviewed for the returned device and found that it met the manufacturing specifications prior to its release for distribution. A complaint history review found 20 reports of the issue. This issue will continue to be monitored. The failure was identified in the risk file. The surgical technique guide released at the time of the complaint (pn 500097 reve) provide instructions on troubleshooting information on the navio surgical system to provide solutions for the most common problems. The IFU can ruled out as a contributing factor to the reported event. The relationship of the device and the reported event could not be established. The device was evaluated and no visual or functional issues were found that could contribute to the reported event. Therefore, the reported event could not be confirmed. There was no problem found. No containment or corrective actions are recommended at this time.